Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature due to noise, oversensing and pacing inhibition. Two non-sustained ventricular tachycardia (nsvt) episodes were stored due to the oversensing of noise, which, occurred on the same date. Technical services (ts) reviewed the stored episodes and discussed the noise appeared consistent with electromagnetic interference (emi) that was suspected to be related to a potential medical procedure as asynchronous pacing (via magnet response) was observed prior to and directly after the brief periods of noise. Review of the recent presenting electrogram (egm) showed appropriate device function and stable lead diagnostics. Ts recommended in-clinic review to assess rate response programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.